Manufacturer narrative:
Findings: pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the buttons are not responding normally and insulin amount during bolus entry is scrolling nonstop. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.